Event description:
It was reported that the patient experienced arrhythmia. A 27mm lotus edge valve was implanted. After implant it was noticed that there was some widening of qrs and pr interval. The patient was observed and two days later received a permanent pacemaker.